Event description:
It was reported that a remote monitoring transmission was sent due to the patient feeling light-headed and weak with palpitations. Their heart rate was in the 130-160's. There was one atrial undersensed event noted on the right atrial (ra) lead. It was not able to be determined if the rate drop response was due to atrial undersensing or true low rate detect because there were no electrograms. The ra lead and the implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).